Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: on (B)(6) 2013, during a surgery for a supracondylar femur fracture, the surgeon had difficulty unlocking the cable lock to remove the cable tensioner and after several uses the cable tensioner did not work anymore. Surgery was extended for approximately 60 minutes. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt age: patient in her 80's. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
(B)(4).